Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacturer date and expiration date are unknown. Captures the reportable event of internal bolster detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure . The exact procedure date is unknown but it was reported that the tube was placed in the patient 4 months ago. According to the complainant, during the removal of the device on (B)(6) 2018, the internal bolster detached from the tube and remained in the stomach. Reportedly, the detached bolster was removed transendoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.